Event description:
Valve thrombosis of the on-x mitral valve prosthesis. During surgery, the surgeon noted "restricted anterior leaflet motion due to thrombosed mitral valve prosthesis." No info on pt's condition upon presenting to the hospital, except that this was classified in the operative notes as "emergency re-do mitral valve replacement". Also, no info on pt's compliance with anticoagulation therapy. Pt recovered the surgery. Transferred to ICU in stable condition on an adrenaline infusion.

Manufacturer narrative:
Device is currently at our supplier of pathological analysis. We have verified the appearance of thrombus by visual inspection through the sample jar that contained the returned valve. In every case of pathological analysis of a thrombosed valve from (B)(6), the pathologist confirmed that the material was thrombus. At this time, we do not expect to learn anything in addition to the confirmation of thrombus. Thus, a f/u report is not expected to be necessary.